Event description:
The customer reported a leak in one of the mixing chambers involving the coulter lh 780 hematology analyzer. The volume of the leak is unknown but the customer indicated that the leak was contained. The operator was only wearing gloves at the time of the event but no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that the source of the leak was a pin hole at the lower sheath tubing. The fse proceeded to replace the tubing to resolve the leak and verified repair as per established procedures. Failure mode of the leak is attributed to a pin hole at the lower sheath tubing. Beckman coulter internal identifier for this report is (B)(4).